Event description:
Clinician reported that during therapy, blisters were observed under the electrode pads.

Manufacturer narrative:
User reported that during therapy blisters were observed under the electrode pads. While pt stated at no point did she have burning sensation during the therapy it cannot be assumed the blisters were not caused by the device. As the device has not been returned to djo, as of 09/16/2011 eval of device has not been performed. If further relevant info is obtain a f/u report will be completed.